Manufacturer narrative:
One opened knife was received with a foam blade protector in a tray and blister for the report of dull. The returned sample was visually inspected and was found conforming. The sample was then functionally tested for penetration and was found non-conforming. A photo of the product is attached to the parent complaint and has been reviewed by the investigation site. The product information seen in the photo matches what has been reported. No product defects can be seen in the photo. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are (B)(4) additional complaints associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. However possible root causes related to the manufacturing process of the knives have been identified. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that a knife was dull during a procedure. The procedure was completed. There was no patient harm.